Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the: raw material was reviewed and no issues were found. Heat treat (min 47 hrc) was confirmed in the tech center mechanical testing lab. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Review of the device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint. All raw material used to manufacture this lot have been reviewed and no issues were observed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A consultant reported that 2 osteotomes broke or chipped upon use and interaction with patient bone. This happened during an osteotomy procedure. The patient was being treated with instrumentation from t2-pelvis with expedium (depuy) construct for treatment of scoliosis, and synthes osteotomes were also being used. No further information was provided.